Event description:
A malfunction alarm occurred, displaying code malf 16, with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer planned to switch to multiple daily injections (mdi) as a backup insulin therapy, and tandem technical support arranged for a replacement pump, confirming the shipping address and instructing the caller on the return process using a pre-paid label.